Event description:
It was reported that as the intraocular lens was being implanted the leading haptic bent. The incision was enlarged to remove the damaged iol resulting in trauma to the endothelium and keratitis. No additional information was obtained during follow-up.

Manufacturer narrative:
During a retrospective review of the complaint database, it was determined the event met the criteria for adverse event reporting. The iol was not received for evaluation and no additional information is available. While we were unable to determine the origin of the damage, our investigation reasonably suggests, it is not manufacturing related. The lens met all specifications prior to release.